Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user encountered an ¿unable to proceed¿ alert during the fill tubing step of a supply change after observing insulin leakage. A dry run was performed successfully, and the user was advised to complete a full supply change with new components. There was no report of end-user harm or adverse event associated with this case.